Manufacturer narrative:
Further investigations of the patient's sample found no significant interference. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a local issue. Internal application data showed no difference between serum and 3 different plasma sample types.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys myoglobin on a cobas e 801 analytical unit. Two serum tubes were collected from the patient at the same time. The first serum tube resulted in a myoglobin value of 28.5 ng/ml the second tube resulted in a value of 388 ng/ml. An edta plasma tube collected at the same time resulted in a myoglobin value of 159 ng/ml. All tubes were repeated and all recovered the same values.

Manufacturer narrative:
The serial number of the e 801 analyzer is: (B)(6). The patient's sample was provided for investigation. Initial investigations were able to reproduce the values obtained by the customer. The investigation is ongoing.